Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited multiple high ventricular rate episodes due to noise being oversensed. Programming changes were discussed. No intervention was performed. The patient would be continued to be monitored.